Event description:
The customer reported a bloody fluid leak of approximately 4ml into the drip tray on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015 and discovered that the normally closed drain valve vl201 (waste output to the flowcell) was defective. The fse replaced valve vl201 resolving the leak and nrbc failure. (B)(4).